Manufacturer narrative:
Product ID 3487a, serial# unknown, implanted: 2004-(B)(6), explanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient experienced lead migration, leading to a loss of stimulation, a loss of therapeutic effect, and stimulation in the wrong location. The patient experienced pain and less than 50% therapy relief. It was reported that the patient required hospitalization, surgical intervention, and reprogramming. Following the intervention effective therapy with good results for the patient was reported.